Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-542a-1369: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe detritus adhesion on surface, and indications of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks, and severe contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that @ 126,311 joules and 19:39 minutes of use, "laser was firing directly (straight) out of fiber tip; not @ an angle." The fiber tip (cap) was not cleaned during the procedure. The procedure was completed using a second fiber. Patient outcome "no injury" reported.